Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm a few days ago that she already called in about. The customer was reporting that she changed the battery and received a low battery alarm anyways. The customer's blood glucose reading was 587 mg/dl. The customer stated that their doctor instructed them to discontinue use of the insulin pump. Troubleshooting was declined and no further details were provided. Nothing was replaced or returned.